Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was kinked below the drip chamber. The following information was provided by the initial reporter: "tubing below drip chamber kinked from how the tubing is now packaging."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was kinked below the drip chamber. The following information was provided by the initial reporter: "tubing below drip chamber kinked from how the tubing is now packaging."

Manufacturer narrative:
H.6. Investigation: a complaint of tubing kinked out of packaging was received from the customer. One sample was received for investigation. Through visual inspection, the customer complaint was confirmed. A kink was observed below the drip chamber. The kink was smoothed and the set was primed and infused at 125 ml/hr with no issue. A device history record review for model 2426-0007 lot number 21099013 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the kink is coiling the set prior to added solvent being dried. This kink was able to be smoothed out and the set infused properly. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing kinked with lot #21099013 regarding item 2426-0007.